Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user was unable to turn and lock a connector piece, and the issue resolved after replacing the connector with a new one, after which the connector locked correctly. Symptoms included no reported adverse clinical effects. Outcomes included no impact to blood glucose and no care escalation. Investigation included user troubleshooting and education via telephone. Investigation of this case revealed that the original connector likely exhibited a mechanical malfunction that prevented proper engagement, which was corrected by using a new connector. It was concluded that the event was related to a component malfunction of the connector and that the device functioned as intended after replacement.